Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient began feeling unwell during their pd treatment. The patient disconnected from the cycler and was transported to the emergency room (ER). The patient went into cardiac arrest and passed away. No additional information was provided in the initial reporting. Additional details were obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was connected to their liberty select cycler when they were found unresponsive at approximately 9 pm local. 911 was called and emergency medical services (ems) responded. The patient was transported to the ER where cardiopulmonary resuscitation (CPR) was administered. Additionally, the patient received other interventions (not specified), all of which were administered for hours. The resuscitative efforts were not successful, and the patient was pronounced deceased on (B)(6) 2024 at approximately 2 am. The cause of death was documented as cardiac arrest. The pdrn stated the patient had signs ahead of time that their cardiac health was declining. The patient had significant arterial disease which was not being treated. The patient was completing dialysis as a palliative measure and not seeking medical treatment for any additional health issues. It was this patient¿s wishes to not receive any additional care. The patient recently was presenting with low blood pressure. As a result, the patient¿s dialysis solution was changed from 2.5% to 1.5%. There were no reported issues with the patient¿s treatment, or the liberty select cycler on the date of the event.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment on the pump, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without any failures or problems. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, a teach pumps test, and a valve actuation test. There were no discrepancies encountered with the mushroom heads. An internal visual inspection of the returned cycler identified evidence of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and the use of the liberty select cycler and the patient event of cardiac arrest and death. However, there is no documentation of a causal relationship between the adverse event and use of the liberty select cycler. Additionally, there was no allegation of a device malfunction or deficiency reported for this event. The patient¿s reported cause of death was cardiac arrest. The patient had a recent decline in cardiac health with significant arterial disease for which they were not seeking medical treatment. Adults with end-stage renal disease (esrd) have mortality rates up to 30-fold higher than the general population, with cardiovascular disease the major cause of death, accounting for approximately 38% of all deaths among patients receiving chronic dialysis. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s cardiac arrest and death.

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient began feeling unwell during their pd treatment. The patient disconnected from the cycler and was transported to the emergency room (ER). The patient went into cardiac arrest and passed away. No additional information was provided in the initial reporting. Additional details were obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was connected to their liberty select cycler when they were found unresponsive at approximately 9 pm local. 911 was called and emergency medical services (ems) responded. The patient was transported to the ER where cardiopulmonary resuscitation (CPR) was administered. Additionally, the patient received other interventions (not specified), all of which were administered for hours. The resuscitative efforts were not successful, and the patient was pronounced deceased on (B)(6) 2024 at approximately 2 am. The cause of death was documented as cardiac arrest. The pdrn stated the patient had signs ahead of time that their cardiac health was declining. The patient had significant arterial disease which was not being treated. The patient was completing dialysis as a palliative measure and not seeking medical treatment for any additional health issues. It was this patient¿s wishes to not receive any additional care. The patient recently was presenting with low blood pressure. As a result, the patient¿s dialysis solution was changed from 2.5% to 1.5%. There were no reported issues with the patient¿s treatment, or the liberty select cycler on the date of the event.